Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: the hospital reported that the end caps were mouldy before use, with a total of 2 units. One sample can be returned, and photos can be provided.

Manufacturer narrative:
Pr 12643851 follow up for device evaluation. A report was received indicating that the end caps appeared moldy. To support the investigation, one sample in opened flow wrap packaging and two photographs were submitted for evaluation by the quality team. Upon visual inspection, the syringe barrel tip cap exhibited discoloration consistent with lubricant residue from the tip cap molding process. The photographs provided correspond to the sample received, and no additional defects or irregularities were observed. This condition can occur when residual lubricant remains following maintenance or repair of the molding equipment. The sample was subsequently sent to a laboratory for further analysis, which confirmed that the foreign matter was not embedded and that no mold was present. A review of the device history record was conducted for material number 306595, lot 5008888. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the condition reported by the customer has been confirmed.